Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead, and loss of capture was noted on the right ventricular (rv) lead. The ra lead was reprogrammed and remains in use. The rv lead was inactivated, then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead and ra lead were subsequently explanted due to a spinal infection, unrelated to the device system.